Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient's mother reported that about 2 weeks ago, the patient's insulin infusion headset cannula was bent. She said the patient received an e4 (occlusion) error on her infusion device and when she removed the headset, the cannula was bent. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.